Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that a posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. The posterior needle tip and follower were bent and there was a needle strike mark observed at the posterior foot, consistent with the posterior needle striking the posterior foot during needle deployment instead of engaging with the posterior cuff inside the posterior foot pocket as designed. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the link detaching from the swage end of the anterior cuff. Also, the returned condition revealed one bent anterior cuff tab as the anterior cuff was nearly detached from its needle tip. The posterior cuff miss and subsequent link detachment could appear very similar to the suture break during the needle plunger retraction as reported. During testing, the plunger was reinserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. The needle trajectory of every device is checked twice during manufacturing. Based on the test results of the device needle trajectory and testing during manufacturing, the probable cause for the posterior cuff miss and subsequent link detachment is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. A query of the complaint database for this lot revealed no other incidents with reported suture break while retracting the needle plunger. A review of the device history record did not reveal any non-conforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a non-calcified right common femoral artery after a coronary stenting procedure. Reportedly, during step 3 (plunger and needles removal from the device body) the suture broke. Another proglide was used successfully to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.